Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer mentioned that the nurse stated that his reservoir was empty, which caused his blood glucose level to be high. The customer also stated that the batteries were removed in the hosp. Assisted customer in re-programming the device.